Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was short. Patient reported that she received low battery alert less than two weeks after new battery was inserted. Review of alarm history showed that there were one replace battery and two low battery alerts since 12/03/2013. Patient confirmed that the battery setting matched the battery used. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.